Manufacturer narrative:
The device remains implanted; however, is expected to be explanted and replaced. Should further information be received, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. In (B)(6) 2018, the estimated eri (elective replacement indicator) was showing 14.5yrs of remaining battery left. During a check in (B)(6) 2019, the eri was showing 6 years, and during the most recent check on (B)(6) 2020, the eri was 2.5 years. Technical services has requested a 'save to disk' from the rep to be able to recommend the appropriate amount of time for replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This device was also included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that during ongoing use, this device was exhibiting premature battery depletion. A decrease in the battery's longevity was observed, and was showing 2.5 years remaining. The previous device check, showed 6 years remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device was explanted and is expected to be returned for analysis. This report will be updated when the investigation is completed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting premature battery depletion. The initial estimated time to eri (elective replacement indicator) was showing 14.5 years of remaining battery. Approximately one year later, the estimated time to eri was showing 6 years remaining. During the most recent follow-up, it was observed that the battery decreased further, and was showing 2.5 years remaining. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.